Manufacturer narrative:
Correction -h6- "failure to advance" should have been included in device codes.correction -h7- "recall" should have been selected as device is under advisory.

Manufacturer narrative:
Additional information: h10 this report is related to previously reported complaint of noise resulting in over-sensing, MFR number 2017865-2020-13405.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16000. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular (rv) lead was over-sensing noise following appropriate shock therapy delivered for ventricular fibrillation. No shock was received due to the over-sensing. Furthermore, it was found that the patient's atrial lead was also exhibiting noise over-sensing resulting in inappropriate mode switching. The patient was then fitted for a life vest until intervention was performed. The leads were capped and replaced on (B)(6) 2020, and the patient was implanted with a new dual chamber implantable cardioverter defibrillator system. It was noted that the stylets failed to advance in both leads, and externalization of an rv lead conductor was noted during procedure. The patient was stable.